Event description:
International affiliate reports the expedium si inner set screw (blocker) broke.

Manufacturer narrative:
Depuy synthese spine has requested return of the device. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual inspection found the first 1 ½ rows of thread had sheared off the set screw. No indications of rod contact were noted on the bottom of the set screw. A review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be made. However, the noted damage suggests that the set screw was cross threaded while being advanced , resulting in thread shear. At this time, the complaint is considered to be closed.